Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided d6a - implant date estimated. The additional complaint triclip mentioned in b5 is filed under a separate medwatch report number. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment, requiring treatment. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on an unspecified date approximately two years ago, a triclip procedure was performed for functional tricuspid regurgitation (tr). On (B)(6) 2024, the patient presented with torrential tr grade 5, and a single leaflet device attachment (slda) with one triclip (unk part, unk lot) was noted. As treatment, another triclip procedure was performed. Three triclips were placed along the septal-anterior leaflets. Of the three implanted, the last triclip (tcds0301-xtw, 40422r2106) was opening while establishing final arm angle (efaa). Since the clip was positioned near the slda clip, the operators were unable to remove the device and decided to implant. The triclip was implanted, stable and well seated. The tr had been reduced to grade 1-2.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed as a lot number was not provided. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported recurrent tricuspid regurgitation (tr) was a cascading event of the reported slda. The reported patient effect of tr, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.